Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Backup vvi reset mode was verified in the laboratory. The cause was due to an anomalous component within the circuitry.

Event description:
This report is to advise of an event observed during analysis.